Event description:
Caller states that he tested back to back on the same device within minutes: 141mg/dl and 92mg/dl. He reports that on one occasion he tested >300mg/dl and took his insulin within 5 minutes. He states that within 45 minutes he felt 'woozy' and ate candy to elevate his blood glucose. Quality controls were used and fell outside acceptable limits on the original strips as well as a new vial of strips. Requested return of suspect device and replacement was sent.